Event description:
It was reported the patient had his single spectra penile prosthesis cylinder removed and replaced with two new spectra cylinders due to patient dissatisfaction. No patient complications were reported in relation to this event.